Manufacturer narrative:
The referenced thrombotic/pump exchange events were reported under MFR report number 2916596-2017-01646, MFR report number 2916596-2018-00446. (B)(4). Approximate age of device - 7 months, 17 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted into the hospital for a lactate dehydrogenase (ldh) trending up which was 935 u/l at the time of event. The patient was on coumadin, asa (acetylsalicylic acid), and plavix. There were no other symptoms reported. The patient medication was adjusted in response to the rising ldh. The patient was switched from plavix to brilinta 90 mg twice a day, asa was decreased to 162 mg accordingly. The repeat ldh was 888 u/l with an inr 2.3 with inr goal 2.5-3.0 due to history of previous thrombotic events. The patient was started on a heparin drip. The patient was discharged home with ldh 751 u/l with inr at 3.3. No further information was provided.